Event description:
Six years post-op pt presented into the doctor's office with painful right knee. X-rays revealed that the screw that is used to attach the stem extension to the femoral component was in the joint line. The femoral componenet was replaced.